Event description:
The insulated part of the bovie tip fell off into the patient, it was quickly retrieved. No harm to the patient. Ref #e1455 lot 241410230r, packaging and pieces in a biohazard bag on [name redacted] desk.